Event description:
Orig. Surg. Date was sometime in year 2000. Allegedly this was explanted from an infected hip. There was nothing wrong with the product, it was prophylactically removed because of infection. The new liner was replaced and osteoset beads with antibiotics were introduced.